Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa-4204vl intraocular lens in the right eye. However, during insertion of the lens, the capsule was found to be torn. The lens was removed, a vitrectomy was perfomred and another lens implanted. Preop best corrected visual acuity was 20/70, six-week postop visual acuity was 20/50. Pre-existing conditions include glaucoma. Prognosis is improving and stable.